Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on the device cannula. This event occurred several time but the specific amount is unknown. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that patients are experiencing painful venipunctures and the ma's say it feels like there is something rough on the needle. Per ma, they can feel something rough/ not smooth on the needle. It has happened several times. Several lab assistant reports issue with this lot number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and testing for sufficient lube coverage, and no issues were observed relating to painful venipuncture as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode painful venipuncture. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on the device cannula. This event occurred several time but the specific amount is unknown. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that patients are experiencing painful venipunctures and the ma's say it feels like there is something rough on the needle. Per ma, they can feel something rough/ not smooth on the needle. It has happened several times. Several lab assistant reports issue with this lot number.